Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and unsure properly inserted or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 357 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent and the patient was unsure the cannula was properly inserted. As treatment, a new pod was applied and a bolus was administered.